Event description:
Pt experienced angioneurotic edema, labial and facial swelling of rapid onset. "Pt had blotchy, red skin and puffy eyes and lips when he arrived. "Prior to exposure to glove. Gloves may/may not have exacerbated condition."